Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later, the patient experienced pelvic pain, adhesions and recurrent incontinence. A robotic assisted laparoscopic lysis of adhesions and subsequent sling placement were performed.